Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: cobalt .08, elevated, chromium 0.2, normal range. Revision left total hip arthroplasty revision operation notes large femoral bone cyst likely secondary to metal debris. Well fixed acetabular component with significant metal debris. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 18 years later due to elevated metal ions and large femoral bone cyst. During the revision, acetabular was found to be well fixed with significant metal debris. A large femoral bone cyst with gelatinous tissue was removed. The stem and shell were retained; the head was revised without complications.attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.